Event description:
It was reported that the patient's ipg stopped communicating/ is inoperable following an unrelated surgery 2 months ago. Reportedly, the ipg was not set into surgery mode prior to the surgeries. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that therapy was restored post operation.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of no communication was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was related to the patient¿s surgical procedure. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinician's manual: per clinicians manual arten600144297a rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.